Event description:
It was reported the cutter - bender is very hard to open and close. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the bend/cutt pliers has marks from the sterilization process along the clamps. No other problems or visual defects were observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed; the clamps were opened and closed several times. More force than necessary was used to perform the functional test. The device did not work as expected. Therefore, the customer allegation can be substantiated. According to the document cleaning and sterilization instructions the following precautions should be taken. -all devices must be thoroughly cleaned and inspected prior to sterilization. Long, narrow lumens, blind holes, moving and intricate parts require particular attention during cleaning and inspection. -during cleaning, only use cleaning agents that are labelled for use on medical devices and in accordance with the manufacturer¿s instructions (e.g. Temperature, contact time, and rinse time). -cleaning agents with a used dilution ph of within 7¿9.5 are recommended. Highly alkaline conditions (ph >11) can damage components/devices, such as aluminum materials. -do not use saline, environmental disinfection (including chlorine solutions) or surgical antiseptics (such as iodine- or chlorhexidine-containing products). -do not use a cleaning aid that can damage the surface of instruments such as steel wool, abrasive cleaners or wire brushes. The overall complaint was confirmed as the observed condition of the bend/cutt pliers would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history lot: part number: 391.962. Lot number: a7ra09 (wo# 919799) product code: n/a. Date of manufacture: 05-mar-2008. Manufacturing location: tuttlingen. Part expiration date: n/a. Nonconformance noted: fehlermeldung nr. 08/462. DHR record review: a manufacturing record evaluation was performed for the finished device lot number and a nc was started because a milling dimension (2,3 ±0,1) of the slot of component 219.0153 was not within tolerance. The parts were reworked and the final inspection confirmed them as good. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution.